Manufacturer narrative:
One actual sample was evaluated. A visual inspection with the naked eye was performed which identified broken occluder feet. The reported condition was verified through the visual examination and therefore, no further functional testing was performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was damaged; further described as "the twist sleeve seems to be broken inside¿. This was observed during an unspecified phase of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.